Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 2112 mg/dl and other blood glucose was 211 mg/dl. Customer treated with insulin pump. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The drive support cap was normal-slightly indented. The insulin pump will not be returned for analysis.